Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the company representative was at pump replacement today ((B)(6) 2019) because the patient had been having previous symptoms and volume discrepancy. They aspirated zero ml during today¿s replacement. The expected reservoir volume (erv) was 24 ml and the actual reservoir volume (arv) was 0 ml. Refer also to MFR report # 3004209178-2019-21074 regarding previous event. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.